Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. There were no abnormalities were noted during preparation of the sheath during insertion of orion mapping catheter into the sheath, a large amount of microbubbles were noted. Thus, the sheath was replaced with same model sheath and the procedure was competed successfully. No leakage of blood nor any air in patient was noted. The microbubbles were drawn into the syringe from the flush port. Pressure bag irrigation method was with an unknown flow rate. No patient complication were reported. The device is not expected to be return as discarded in facility.